Event description:
Caller reported a malfunction on the pump, identified by malfunction code "malf 0," and noted that it had occurred at least three times without contacting support until now. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump due to the recurring malfunctions and related cartridge alarms, as the customer declined a loaner and was transferred to renewals for the resolution.